Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the optium xceed meter was reviewed and the dhrs showed the optium xceed meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was ordered due to an issue where the device turns on when the strip is inserted but does not ask for sample to be applied, even when the button is pressed. The customer further reported obtaining a lower than feels glucose scans with the device. A replacement product was issued however, due to delivery delay, the customer was unable to test and experienced dizziness and a loss of consciousness. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) injection as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was ordered due to an issue where the device turns on when the strip is inserted but does not ask for sample to be applied, even when the button is pressed. The customer further reported obtaining a lower than feels glucose scans with the device. A replacement product was issued however, due to delivery delay, the customer was unable to test and experienced dizziness and a loss of consciousness. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) injection as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. The returned meter was visually inspected and observed damaged due to use related issue. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the meter and was observed to be damaged due to use related issue. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was ordered due to an issue where the device turns on when the strip is inserted but does not ask for sample to be applied, even when the button is pressed. The customer further reported obtaining a lower than feels glucose scans with the device. A replacement product was issued however, due to delivery delay, the customer was unable to test and experienced dizziness and a loss of consciousness. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) injection as treatment. There was no report of death or permanent injury associated with this event.